Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection converted to open unrelated to device problem, after bowel anastomosis, the outer later of the bowel was not stapled, the staple line was incomplete, there was poor staple formation. The user over sewed to resolve the issue.